Manufacturer narrative:
Literature citation: authors:- keishi maruo, md , toshiya tachibana, md , shinichi inoue, md , fumihiro arizumi, md , and shinichi yoshiya, md; literature title "hemothorax caused by the trocar tip of the rod inserter after minimally invasive transforaminal lumbar interbody fusion: case report". Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure:minimally invasive surgery (mis) for transforaminal lumbar interbody fusion (mis-tlif) pre-op diagnosis:lumbar disc herniation at l1¿2 approach:posterior it was reported per literature abstract that the patient presented with thigh pain and gait disturbance due to weakness in her lower right extremity. Patient was diagnosed with a lumbar disc herniation at l1¿2 and the mis-tlif procedure was performed. Immediately after surgery, the patient¿s thigh pain resolved and she remained stable with normal vital signs. The next day after surgery, she developed severe anemia and her hemoglobin level decreased, which required blood transfusions. A chest radiograph revealed a hemothorax. A post-op, CT scan confirmed a hematoma of the left paravertebral muscle at the t-11 level, which was the skin entry point of the trocar tip. A chest tube was placed to treat the hemothorax. After 3 days of drainage, there was no active bleeding. The patient was discharged 14 days after surgery without leg pain or any respiratory problems. This complication may have occurred due to injury of the intercostal artery by the trocar tip of the rod inserter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.